Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va0lcyv, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a short on electrodes 9 and 10 on the right side. The short was found while checking patient¿s eligibility for MRI on the day of this report. The patient is not using that pair of electrodes for therapy, and has not had any change in therapy as a result. The cause of the shorts is unknown. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), reporting that the impedances were checked while palpating the ins, but the cause of the shorted electrodes was not determined. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.